Manufacturer narrative:
Evaluation code - method code - (other): troubleshooting was performed by customer with the help of field service engineer over the phone. Evaluation code - conclusion code - (other): root cause of the leak was unknown, but the leak was resolved after changing the dual diluent filters and cleaning the probe wipe block/cavity. (B)(4). Other text : troubleshooting was done by customer.

Event description:
Customer called on (B)(4) 2012 reporting of noticing fluid on the counter when starting up their coulter ac*t diff analyzer. Customer was wearing personal protective equipment at the time of the event and no exposure or injury was reported. Customer stated that no patient results were affected and therefore no change to patient treatment was attributed tot his event. Field service engineer (fse) spoke the with customer over the phone and provided troubleshooting instructions. Customer stated opening the front door and noticed the white blood cell (wbc) bath was higher than the red blood cell (rbc) bath. Fse instructed customer to drain both baths and run a startup to see if the leak was from the bath or the probe. Customer was told to change the complete blood count (cbc) lytic reagent pumps (pm1 and pm2) tubing as well as the dual diluent filters and to run several startups. At this time, customer noticed a few drops of fluid under the probe and fse instructed customer to remove the probe wipe, let it soak in bleach, rinse with di water and clean probe wipe cavity inside the assembly with a swab. Customer was to call back if further assistance was needed but no additional call was received. Root cause of the leak was unknown, but the leak was resolved after changing the dual diluent filters and cleaning the probe wipe block/cavity.